Event description:
Sorin group received a report that the railing split off the distal end of the ultra retractor during an endoscopic vein harvesting procedure. The clinician fully removed the piece and proceeded to finish the harvest without any further issues. There was no report of pt injury.

Manufacturer narrative:
The device was returned to sorin group USA for eval. Visual inspection confirmed that the plastic rail was separated from the retractor and that the small tabs on the distal end of the rail which connect the rail to the spoon had broken off. The failure of these tabs is believed to be the cause of the disconnection. Investigation performed on units from inventory found that the failure mode could not be re-created by applying significant torque directly to the rail. Torque testing performed on the units from inventory found that, in order to reproduce the failure mode seen in the returned device, a force approximately three times the device specification must be applied directly to the plastic rail to separate it from the retractor. Although the cause of the separation cannot be confirmed, the torque required to separate the rail is well above specification and there is no evidence of material or mfg defects. The vascuclear retractor instructions for use state "do not use excessive force". It is believed that the separation occurred as a result of excessive torque applied to the rail during use. No further action is necessary at this time.